Event description:
It was reported that the viperwire advance coronary guide wire was used with the diamondback 360 coronary orbital atherectomy device (oad) for treatment of lesion with 75% stenosis, heavy calcification, and moderate tortuosity in left circumflex artery (lcx). The reference vessel diameter was 3mm. The lesion was observed with intravascular ultrasound (ivus), and oad was selected for treatment. The vessel was primary wired with an unspecified guide wire which was exchanged for a viperwire. There was mild wire bias. There was no difficulty wiring or delivering devices. The oad was delivered to the lesion on glideassist mode. Two low-speed treatments were performed and ivus was used to observe the lesion. The physician determined additional treatment was required; therefore, distal-to-proximal, high-speed treatment was performed after the oad was advanced on glideassist mode. However, unusual noise was observed and the oad crown stopped rotating with the led lights of the oad illuminated. It appeared the crown jumped, but it was not confirmed if the crown made contact with the spring tip. The operator was not advancing against resistance. Additionally, the 2.5cm viperwire spring tip was confirmed to be fractured. The physician decided not to retrieve the fragment as it moved to distal lcx. Additional treatment was performed due to perforation at the lesion. The perforation was treated with an unspecified perfusion balloon. The procedure was completed. At a later date angiography was performed, and the fragment was snared. The patient was stable. The physician believes the oad caused the perforation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire advance guide wire referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unusual noise, unexpected shutdown, unintended system movement, perforation of vessels and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported unusual noise, unexpected shutdown, unintended system movement, perforation of vessels and unexpected medical intervention is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6, h10 . Correction: b3, d4-catalog #, e-1 ¿ address 1, e1 - city. H6: codes 4118, 3233, and 11 no longer apply . H10: the viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the viperwire advance coronary guide wire was used with the diamondback 360 coronary orbital atherectomy device (oad) for treatment of lesion with 75% stenosis, heavy calcification, and moderate tortuosity in left circumflex artery (lcx). The reference vessel diameter was 3mm. The lesion was observed with intravascular ultrasound (ivus), and oad was selected for treatment. The vessel was primary wired with an unspecified guide wire which was exchanged for a viperwire. There was mild wire bias. There was no difficulty wiring or delivering devices. The oad was delivered to the lesion on glideassist mode. Two low-speed treatments were performed and ivus was used to observe the lesion. The physician determined additional treatment was required; therefore, distal-to-proximal, high-speed treatment was performed after the oad was advanced on glideassist mode. However, unusual noise was observed and the oad crown stopped rotating with the led lights of the oad illuminated. It appeared the crown jumped, but it was not confirmed if the crown made contact with the spring tip. The operator was not advancing against resistance. Additionally, the 2.5cm viperwire spring tip was confirmed to be fractured. The physician decided not to retrieve the fragment as it moved to distal lcx. Additional treatment was performed due to perforation at the lesion. The perforation was treated with an unspecified perfusion balloon. The procedure was completed. At a later date angiography was performed, and the fragment was snared. The patient was stable. The physician believes the oad caused the perforation.